Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 142 mg/dl. Customer had changed the battery and display did not return. After troubleshooting, customer was advised to turn off the device. Customer will not be returning the device for analysis.